Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported tha the insulin pump received replace battery now alarm after inserting a new battery. The customer's blood glucose was 340 mg/dl at the time of incident. The insulin pump also received a failed battery alarm prior to replace battery no w alarm. The customer inserted a new battery and the alarm recurred. Troubleshooter was performed and the device will not return for analysis.